Event description:
It was reported that a malfunction alarm occurred. Blood glucose was not impacted. Reportedly, the customer reverted to manual injections and had an alternate pump available for insulin therapy.